Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin flow suspended due to divergence in sensor glucose and blood glucose value. The customer stated that at time of incident sensor glucose value was 35.00 mg/dl and blood glucose was 91.00 mg/dl. The difference between the sensor glucose and blood glucose value was 56.00 at the time of the event the difference is outside the acceptable range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.